Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher was shredding skin grafts. The customer returned a zimmer skin graft mesher serial number (B)(6). For evaluation as well as 1.5:1 cutter serial number (B)(6). And 3:1 cutter serial number (B)(6). Evaluation of the device on (B)(6) 2019 noted that the device was outside of calibration specifications and that the mesher did not produce a passing test mesh with the test cutter. Upon further evaluation, it was found that the roller and roller gear were worn and that the comb was bent. The 1.5:1 cutter was found to have produced an incomplete cut and was deemed non-repairable while the 3:1 cutter produced a passing mesh. Repair of the mesher occurred the same day and involved replacing the comb, roller, and roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. Reference number (B)(4) on (B)(6) 2019. While the service technician found that one of the cutters was unable to produce a proper mesh, it cannot be determined from the information provided as to what caused the cutter to break down such that it would produce a proper mesh. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device has been returned to the repair center for evaluation and investigation is in process. Once the investigation is completed, a follow up/final report will be submitted accordingly.

Event description:
It has been reported the device shredded the skin graft - during surgery (B)(6) 2019. As a result an additional graft had to be taken from patient causing a delay in the surgery for 20 - 30 minutes. There is not other information available or reported at this time for the event. No adverse events were reported as a result of this malfunction.